Event description:
The reporter stated that the surgeon was inserting a visian icl (implantable collamer lens) model micl 13.2mm and the lens went in upside down. The surgeon removed the lens with no damage to it or the patient and a back up lens was implanted.

Manufacturer narrative:
Work order search. Other - a lens serial work order search was performed for similar complaints within the search, and no similar complaints were found.